Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the doctor was luxating a tooth, the tip of the instrument fractured. The tip was easily suctioned out. No adverse events have been reports as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. Visual evaluation found that the elevator was in good overall condition with some minor scratches and the tip was fractured. A complaints search was conducted for this lot and there are no similar complaints. The most likely underlying cause of the complaint is excessive force was applied, beyond what the instrument was designed to encounter. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.